Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that their insulin pump was damaged and the display was blank. The customer¿s blood glucose level was unknown at the time of the incident. The customer reported that sons insulin pump doesn't work, it was dropped and does not work. There are cracks on the body and inside screen, and blank screen. Customer is calling back after receiving a new battery cap. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked and bleeding lcd glass. Unable to perform operating current and functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify blank display due to cracked and bleeding lcd glass. Insulin pump had cracked case at display window corner.